Event description:
It was reported that the user experienced persistent hyperglycemia after changing an infusion set, with the ilet not delivering insulin despite no delivery alerts, no visible leakage, a normal-feeling site, and visible drops observed during a tubing fill. Symptoms included high blood glucose confirmed by a fingerstick. Outcomes included continued elevated glucose without reported injury or hospitalization. Investigation included guided troubleshooting to fill tubing, verify drops, assess the infusion site for a bent cannula, and replace the tubing and infusion set. Investigation of this case revealed that the cause of the hyperglycemia remained unclear despite confirmation of fluid flow during priming and no evidence of a bent cannula or external leak. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.